Event description:
Kimberly clark corporation received notice in 2004 alleging that the pt had a severe infection. According to the complaint, the pt visited the dr and the dr allegedly removed a piece of tampon from inside of the patient. The pt stated the dr felt that a piece of the tampon left inside the pt was the cause of the infection.